Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low impedance and noise were observed. Lead was capped and replaced. Patient was stable after the event.